Manufacturer narrative:
Vyaire file identification:(B)(4). The suspect device has not been returned for evaluation. However. Vyaire medical advised to replaced the unit user interface. Furthermore, no exact root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us experienced a user interface error and not providing proper on setting or ventilation. The customer stated that this issue occurred right after a software update and restart. Furthermore, the customer confirmed that there was no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical. The root cause was determined due to user fault - calibration failure. It was observed that the issue was caused by user failure, example touch screen calibration not performed accurately which causes the failure. Received feedback from the customer that the unit sw update is successful and working properly according to its specs.